Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a an unknown transmitter issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.